Manufacturer narrative:
Of the two (2) devices described, only one (1) used device was made available for eval - 1037905-2013-00659: returned on (B)(4) 2013; 1037905-2013-00660: not available for eval. Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to damage of device components such as the hook at the distal end of the drive wire or the security of the drive wire to the handle. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a correction action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Qa will continue to monitor for complaint trends.

Event description:
During the colonoscopy, a cook instinct endoscopic hemoclip was used to treat a post polypectomy defect in the colon described to be 5mm in size. The device was advanced through the endoscope to the clipping site. The clip was attached to the tissue and when they closed the clip, the drive wire disconnected from the handle. The handle no longer worked. They were able to jiggle the clip off of the mucosa which did not cause any damage to the mucosa. A second cook instinct endoscopic hemoclip was used and performed in the same manner as the first. See mdrs 1037905-2013-00659 and 1037905-2013-00660. A clipping device made by another company was used to finish the originally intended procedure. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.